Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl, cause was unknown. Customer addressed their bg with consuming carbohydrates. Customer continued to use the pump for insulin therapy.